Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and due to corrections required. Updated fields: d9, h2, h3, h4, h6 and h11. Corrected fields: e1 - zip code (inadvertently the zip code typed was from another location), e1 - zip code extension (inadvertently the zip code extension was not typed). Three attempts were made to collect the information from the customer. The device was returned to olympus for inspection and the customer complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad cable unit connector pins and also the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited no image on the screen. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image on the screen. The issue occurred during a therapeutic procedure. There were no reports of patient harm.